Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implanted infusion pump containing unknown medications. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient had a history of her pump flipping. The catheter was revised/replaced with the pump on (B)(6) 2016. The cause of the replacement was unknown and no symptoms were reported. The pump was returned on 2016-10-06 for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.